Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the exchange of the pump. In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. As stated that f thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient has been "hospitalized for several weeks, with heart failure symptoms, while evaluation of patient status done." It was stated that "inotropes and diuretics" were started. It was also noted that there is "no improvement in patient status." Patient was "taken to the operating room (or) for exchange of device." It was stated that "biomaterial was found between ofg and gortex covering the graft." "Pump replaced via sternotomy to ascending aorta." Pump was stated to be returned to manufacturer. No additional information provided. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the controller log files was not possible as log files were not available for analysis. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and visual examination, but failed the dimensional verification due to slight deviations in rear housing disc curvatures, most likely introduced during its use. Considering that the returned device passed functional testing and the findings per an internal investigation, these deviations are not expected to impact pump performance. Independent pathology report did not reveal evidence of thrombus within the pump. However, independent pathology report revealed that the o-ring had a focal distortion in a region adjacent to the outflow; the distortion most likely being introduced during explant procedure. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. However, the hospital reported that cause of death of the patient was failure to thrive. Additionally, although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.